Event description:
On (B)(6) 2008, this pt underwent endovascular repair of an aneurysm of the descending thoracic aorta using gore tag thoracic endoprosthesis. Since it was planned that the celiac artery, superior mesenteric artery, and both renal arteries would be intentionally covered by the tag device, a debranching surgery was performed with surgical grafts and perfusion to all the arteries was secured. After ligation of the branch arteries, the celiac artery was additionally coil embolized. During the procedure, no adverse event including endoleak was identified. On an unk date, f/u examination revealed a type ii endoleak from an unk vessel. On (B)(6) 2009, a coil embolization procedure was performed to repair the persistent type ii endoleak. The endoleak was resolved and the pt tolerated the procedure. The pt was discharged on (B)(6) 2009. F/u imaging on (B)(6) 2009, (B)(6) 2011 and (B)(6) 2012 confirmed the endoleak was resolved.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.